Manufacturer narrative:
The devcie was not returned to microline surgical, inc., to perfrom a full evaluation of the device. The lot serial history report revealed no similar complaint associated with lot #00124541. There was no harm to the patient.

Event description:
During laparoscopic cholecystectomy, fourteen clips were deployed and seven of those clips did not close fully and were removed from the patient. There was no harm to the patient.